Manufacturer narrative:
The duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure. Duraseal sealant is a peg based hydrogel implant that after application to the target tissue is naturally absorbed in 4-8 weeks. The application of duraseal in a spine procedure and in a pediatric patient are both considered to be off-label use of the device. The IFU provided with duraseal includes a contraindication "do not apply the duraseal hydrogel to confined bony structures where nerves are present" and precaution "do not use in patients under 18 years of age." The surgeon reported that the infection was not attributed to the use of duraseal. The company routinely provides training to field personnel reinforcing the approved indication for use and the contraindications and precautions stated in the instructions for use.

Event description:
Duraseal sealant was used in a pediatric spine case. The procedure was a clean neurofibroma case that was reported to have went well. The outcome was uneventful for one month following surgery. One month after surgery, a clear fluid was noted coming from the incision and the patient had a fever. The patient was placed on antibiotics, and the next day the wound opened, being filled with caseous material. The patient went back into surgery, and the wound was opened and cleaned. The dura was intact with no leak. The incision was closed and the patient recovered without incident. The surgeon reported that the infection was not attributed to the use of duraseal.